Manufacturer narrative:
Evaluation of the returned red62 confirmed that the device was stretched and fractured. If the red62 is retracted against resistance, damage such as stretching and subsequent fracture may occur. The root cause of the resistance could not be determined. Further evaluation of the device revealed an ovalization distal to the fracture. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a benchmark bmx96 access system (bmx96), a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity) and a guidewire. During the procedure, the physician completed one pass successfully using the red62, velocity and a guidewire. Next, upon removal, the physician stretched and fractured the red62. The thrombectomy procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a benchmark bmx96 access system (bmx96), a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity) and a guidewire. During the procedure, the physician completed one pass successfully using the red62, velocity and a guidewire. Next, upon removal, the physician stretched and broke the red62 in half. The thrombectomy procedure was completed at this point. There was no report of an adverse effect to the patient.